Event description:
It was reported that at the beginning of a holep procedure, the coating material of the o-rings, part 15364395, batch 4500409934, and part 15364396, batch 59037/1, on the inner sheath resectoscope, part 86753225 batch 1593766, were found to be peeling off. A second inner sheath resectoscope, part 86753245 batch 1587669, containing the same o-ring batches as the first resectoscope, was opened and the same repeated issue was found. There was a reported hour delay while the surgical staff tried to clean up the o-rings. There were no other back-up resectoscope available, and the scheduled procedure was not completed. There was no patient harm reported.

Manufacturer narrative:
Richard wolf is reporting this event under part 86753225, inner sheath resectoscope 22fr, batch 1593766, as the suspect medical device, because the defective o-ring 7,65x 1,78 vmq-70 coated, part 15364395, batch 4500409934, and o-ring 9,25x 1,78-vmq-70 coated, part 15364396, batch 59037/1 are both components of the inner sheath resectoscope. Components do not have FDA product codes and are not required.